Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. After visual and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the instrument. Several cages were test all stayed on even with pressure placed on the care from all sides.

Event description:
It was reported that the the inserters were not locking onto the grafts properly during a lumbar fusion (transforaminal lumbar interbody fusion (tlif)) at levels 4-1 and that the grafts seemed loose after fully tightening the handle. No patient complications were reported.

Manufacturer narrative:
(B)(4): analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.